Event description:
Pt reported that the device did not give the technical inspection alert (8x) and went directly to the 09 (technical inspection due). Pt indicated that she questioned the receipt of the low cartridge warning (10). Pt did not report any physiological effects.